Manufacturer narrative:
Citation: chakravarty t meta-analysis of the impact of mitral regurgitation on outcomes after transcatheter aortic valve implantation am j cardiol. 2015 apr 1;115(7):942-9. Doi: 10.1016/j.amjcard.2015.01.022. Epub (B)(6) 2015. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature on meta-analysis of the impact of mitral regurgitation on outcomes after transcatheter aortic valve implantation. All data were collected from a meta-analysis of previously published studies between 2012-2013. The study population included 8,927 patients (predominantly female; mean ages ranging from 82-84 years), 2,370 of whom were implanted with medtronic corevalve® (serial numbers not provided). Among all patients 30 day mortality, all cause and 1 year-mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: moderate-severe mitral valve regurgitation, stroke and permanent pacemaker implantation. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.